Manufacturer narrative:
Investigation revealed that there was no system malfunction. Upon examining the logs, it was discovered that the misplacement of the l3-l screw was attributed to a dynamic reference base (drb) shift during navigation. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants in a similar fashion as seen in this procedure. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The l3-l implant was removed and replaced with no reported adverse effect to the patient. This equates to an overall anticipated risk level of low. The misplaced implants requiring an immediate hazard correction. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.